Event description:
During review of the patient's programming history, it was observed that the device was turned on the date of implant, but a system diagnostic test was performed afterwards and a final interrogation was not performed. The device was therefore turned to 0ma inadvertently due to a programming anomaly as evident upon initial interrogation on (B)(6) 2010. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.